Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2024.

Manufacturer narrative:
Per the clinic, it was also reported that the patient was placed under general anesthesia on (B)(6) 2024 during the explant surgery. Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection that has spread around the receiver/stimulator. Subsequently, the patient was hospitalized on (B)(6) 2024 for 12 days and was treated with IV antibiotics for 11 days and oral antibiotics for 7 days (specific date not reported). However, the issue could not be resolved. There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report. The implanted device remains.